Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to be any defect of the device during use. The event could not be confirmed and an event cause could not be conclusively determined from the reported information. Mdrs related to this patient: 2029214-2016-00578, 2029214-2016-00579.

Event description:
Medtronic received information that a patient experienced an occlusion during a pipeline procedure. The patient was undergoing treatment for an aneurysm in the left para-ophthalmic artery. The pipeline device was placed without any issues. It was reported that during the last angiography run, the angio equipment failed. The microcatheter remained in place while the equipment was being fixed. After the equipment was fixed, near occlusion of the internal carotid artery (ica) was observed. The distal access catheter was used to aspirate while reopro was requested from the pharmacy. It was also reported that the distal access catheter caused the proximal section of the pipeline to foreshorten. It was reported that the patient was fine post-procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.